Manufacturer narrative:
The device has been returned to the factory for eval. It showed no signs of clinical usage and slight evidence of blood. The loading device was returned with the delivery device. The tension spring/seal assembly remained inside the delivery device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. No evidence of blood was in the delivery tube, indicating that there was not attempt to deploy the seal into the aorta. The seal was delaminated on the outer coil from the failed loading attempt. Based upon the received condition of the device, the reported complaint was confirmed for "failure to properly load" and "seal delamination/un-raveling". The confirmed failure mode has been investigated in our CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heartstring iii was opened in the sterile field and the scrub noticed that the device was damaged. The device was already unraveling when placed on the field. The device was not used on the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.